Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door cable tension was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022, (B)(4) (rep): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that it was difficult to open the door. No patient present. Additional information received. It was reported that the door ended up opening after it was rehomed. The rep needed to go to the site and adjust it.

Event description:
2022-jan-13, (B)(4) (rep): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that it was difficult to open the door. No patient present. Additional information received. It was reported that the door ended up opening after it was rehomed. The rep needed to go to the site and adjust it.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door cable tension was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.